Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl, a loss of consciousness, and a fall resulting in customer hitting head on table. Cause of low bg level was unknown. Bg was treated with intravenous saline. Customer was still at the ER at the time of the report to tandem technical support; however, customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
Additional information was provided from the customer indicating customer left the emergency room later the same day. Additionally, pump data review by tandem technical support showed that the customer had overridden the pump's max bolus feature and approved a (B)(4) unit manual bolus prior to the event.